Event description:
It was reported that during a ptca procedure to treat a lesion in the diagonal, the dilatation catheter separated. The pt was sent to surgery for an emergent CABG, and it was reported that the distal segment of catheter was not located during surgery. It is unknown at this time if the distal segment remains in the anatomy. Bleeding complications were also reported, but were resolved during surgery. The pt was discharged and is reported to be doing well as of the date of this report.